Event description:
Customer reported that her son was hospital lazed due to high blood glucose readings. Customer states that the blood glucose reading is 302 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor. No motor error or no delivery alarm noted. The motor passed motor test. The insulin pump had minor scratches on lcd window, scratched case, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.